Event description:
It was reported that stent dislodgement occurred. A 8.0x20x75cm express® ld iliac / biliary stent was advanced to the lesion; however, it was noted that the stent fell off from the balloon. The stent was retrieved using a snare and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Event date: approximately a week prior to (B)(6) 2015. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).